Manufacturer narrative:
(B)(4).

Event description:
Vascular intervention case to treat claudication of the popliteal vessel. During use of the turbo-power a vessel perforation occurred. The vessel was treated with balloon angioplasty resulting in sealing of the perforation. No additional intervention was needed and no additional adverse effects were noted to the patient.

Manufacturer narrative:
Device evaluation: during device evaluation one small kink was noted on the tail tube of the device. This kink would not have led to a vessel perforation and the device is otherwise in excellent condition. The dissection was not the result of any device failure. The complaint narrative indicated that the physician believed this an inherent risk of the procedure.